Manufacturer narrative:
The fiber was returned for analysis to our post market quality assurance laboratory. Analysis of the returned fiber identified a proximal fracture at fusion zone. Two fiber cards were returned with the fiber. One likely belongs to the fiber that was used to complete the case. Since the returned fiber cards both indicate the fiber was used, the fracture may have occurred due to excessive lateral force was applied to the fiber while removing it from the box, while inserting it into the scope, or while pressing the tip into tissue during use. The fiber was functionally tested with the hene (helium-neon) laser fixture. The fiber was tested using the forward firing test fixture, the rate resulted below the threshold for potential patient harm. The testing conducted did not identify signs of breakage along the length of the fiber. The fiber connector passed the connector segment verification test indicating there were no connection issues. Based on the information available, a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, after 6:17 minutes and 58153 joules used the fiber began forward firing. The fiber was replaced, and the procedure was completed without patient complications. Analysis of the returned device identified a fiber tip fractured.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, after 6:17 minutes and 58153 joules used the fiber began forward firing. The fiber was replaced, and the procedure was completed without patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, after 6:17 minutes and 58153 joules used the fiber began forward firing. The fiber was replaced, and the procedure was completed without patient complications.